Event description:
It was initially reported that the patient's device charged very slowly and had poor connection quality. No actions were initially noted. It was additionally reported that diagnostics confirmed the neurostimulator depth at <(><<)> 0.5 cm deep. The x-ray confirmed the device was not flipped. The charging time was appropriate for the number of connection bars but the connection quality was not appropriate for the implant depth. The charger was not working as intended. The patient thus had to charge for hours every day and found this very challenging. Alternative chargers were used, as well as using the charger in 'metal detection' mode to find the best charging point. No solutions were found. An explant and replacement was planned. Additional information was requested.

Manufacturer narrative:
Recharger model 37754, lot# unk, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).